Manufacturer narrative:
Physician rec'd a consult from a merz medical director. Photos showing the extent of the symptoms; swelling, mottled skin and erythema were sent to the medical director. Treatment using prednisone, minocycline or doxycycline, icing the area for 5-10 mins each hr and sleeping with the head elevated were recommended. During f/u the physician's office manager reported her symptoms have resolve. While the antibiotics did not help the steroids have helped to resolve the swelling and she is recovering nicely. The device history record for radiesse lot 100060497 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
Physician/pt reported being injected by a merz field clinical specialist in the mid-face and pre-jowl areas on (B)(6) 2013. On (B)(6) 2013 the physician started taking the antibiotic septra as she believed an infection was present which was creeping towards her eye. She has become extremely swollen and painful with her skin feeling like it is on fire.